Manufacturer narrative:
Final analysis of neurostimulator model 37603 (lot # nlb724541h) showed no anomaly found.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A health care provider (hcp) reported the patient was having an MRI since they had confusion since surgery and they were looking for a possible stroke. The hcp did not know what type of surgery the patient had or if the surgery was related to the deep brain stimulation (dbs) or not. The patient's implantable neurostimulator (ins) had been checked and the ins was turned off. The patient's indication for use is parkinson's dual and movement disorders. No cause, MRI results, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer died on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.